Event description:
During a routine shift check by a clinician, the device's display intermittently goes blank after discharge for 3-5 seconds. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during funtional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.